Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range pace impedances. The impedances were greater than 2000 ohms. The lead was surgically abandoned and replaced. During the revision, the lead was tested via a pacing system analyzer (psa). The psa showed noise, loss of capture, and impedances values around approximately 3000 ohms. No additional adverse patient effects were reported.